Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30897725l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported blood pressure decreased during gap map. Issue occurred after completion of both pulmonary vein isolation (pvi)s and during use of bwi products. The patient went to operating room. Pericardial drainage was performed. Drained 50cc of blood by drainage. Atrial septal puncture was performed. Ablation had already been performed before the cardiac tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was within the recommended range. The physician's opinions on the relationship between the event and the product was that there is no relationship with the product. There were no abnormalities observed prior to and during use of the product. The event occurred most likely during the ablation phase. Additional information was received indicating the patient¿s outcome of the adverse event was improved. No error messages observed on biosense webster equipment during the procedure. Force visualization features used during the procedure include real time graph, dashboard, vector and visitag. Color options used was tag index. There was no issue regarding catheter setting reported. There was no issue regarding pump switching reported.